Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device was returned to zoll medical corporation and the customer's report of "lines on video display" was observed upon initial testing. However, the report was not duplicated after reseating a system interconnection flex cable. The system interconnection flex cable was replaced as a precaution. The customer's report of "no power up and inappropriate shut down" was duplicated and attributed to a faulty switch on the control board. The control board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.